Event description:
It was reported that the lead was damaged during a procedure. It was stated the lead end cap was used and it appeared to have damaged or bent the lead. It was stated the health care provider loosened the setscrew completed from the end cap, but the end cap would not pull away from the lead, and it appeared the lead was bent. The lead was checked, and impedances were normal, so the lead was used in the procedure. The procedure was completed without complication.